Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report where the povidone iodine leaked from the connection between the transfer set the and mini cap. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The complaint was not confirmed as no sample or batch details were available. No root cause relating to the manufacturing process has been determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter will continue to monitor similar reports to determine if further actions are required.